Event description:
Consumer complaint of low control test results. Performed control test, results were 73 and 71 mg/dl, outside of the required control range of 91-123 mg/dl. Based on parkes error grid analysis, the bias between the control result given (71) and the highest result that could be correctly obtained (123) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of low control test results. Performed control test, results were 73 and 71 mg/dl, outside of the required control range of 91-123 mg/dl. Based on parkes error grid analysis, the bias between the control result given (71) and the highest result that could be correctly obtained (123) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).